Manufacturer narrative:
Investigation summary: the customer reported the tubing disconnected automatically and leaked. There was no patient injury/harm reported. A device history record (DHR) review completed for the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. In addition, the dimentions were reviewed within the DHR and all were found to be within specification. One used sample was returned for evaluation. Visual inspection confirmed the report of tubing detachment/disconnection as the mistic connector and silicone tubing junction. A functional evaluation was completed by reattaching the tubing and mistic connection. The set was then connected to a pump and priming was completed without issue. Quality inspection process controls are currently in place and all products within this lot met specification based on the acceptance criteria. A potential root cause of the confirmed detachment at the mistic connector is possible user misuse. The IFU states when loading the feed set to ¿grasp black ring retainer and gently stretch tubing around rotor and insert retainer into right pocket. No additional action will be taken at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the tubing disconnected automatically and leaked. There was no patient harm.